Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 18feb2021.

Event description:
It was reported to philips that when the device was running in the sales office, a message indicating pressure regulation was displayed so a sales representative turned off the unit. On the following day, the alarm above was reported then the log was checked and confirmed "high press" was displayed. A representative presumed that the setting of ipap didn't reach to a high alarm. The device was not in clinical use at the time of the event. This issue occurred while in the sales office. There was no report of patient involvement or user harm. The philips service technician evaluated the ventilator and the reported issue was not duplicated, but found record indicating that the reported alarm had occurred was confirmed in the operation log. The operation log shows the occurrence of error code for high pressure. The service technician could not duplicate the reported issue, but replaced the data acquisition board preventively. The device was checked overall, cleaned, and functionally tested which passed successfully. The device remains at the customer site.